Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that tubing primed by cadd pump tubing, filled with fluids but no fluids coming out to the end of tube after 14mls primed. No patient information is requested/ entered as this is considered confidential in canada. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-08006. The report was submitted in error.